Event description:
Patient sitting upright in bed, leaned forward to get something off the bedside table and slipped between the bedside rail and the air bed, and became wedged in. After several attempts to free her it was noted that the bed had to be deflated in order to remove her from that area where she was wedged in.